Event description:
It was reported that the healing abutments would not seat in the patient's mouth.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, however no malfunction. Functional testing was performed for the returned products with an in-house stock implant and seats as intended. No malfunction. No pre-existing conditions were noted on the product experience report (per). The length of the device usage is unknown. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the healing abutments would not seat in the patient's mouth. The reported complaint could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.